Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system declared a lead safety switch (lss) for a low out of range right ventricular (rv) pacing impedance of less than 200 ohms. There was noise present on the rv channel. It was noted the noise could be reproduced in both unipolar and bipolar configurations. The low out of range rv pacing impedance measurement could not be reproduced. There was no pacing inhibition of greater than 2 seconds. The patient is primarily right atrial paced and rarely rv paced. Lead insulation damage was suspected based on the low impedance measurements. The physician felt the insulation damage had to be near the can. The decision was made to explant and replace the associated rv lead. This pacemaker remains in service with the newly implanted rv lead. No additional adverse patient effects were reported.